Manufacturer narrative:
(B)(6). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement and loss of capture. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(6). Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Lead dislodgement was not confirmed. Lead resistance measured normal. Setscrew marks noted on correct location. Insulations were intact. The returned segment of lead passed continuity test.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited dislodgement and loss of capture. This rv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because product investigation was completed.